Event description:
It was reported a motor stall was confirmed in event logs on (B)(6) 2010, with no motor stall recovery recorded. Hcp stated motor stall caused by patient having had a magnetic resonance imaging (MRI) or other medical procedure. The 48 hour tube set message showed in the logs on (B)(6) 2010. It was recommended to interrogate the pump every 20 minutes to see if a recovery occurs. The pump was possibly in a telemetry state. It was noted the pump was not checked after the MRI a few days ago. Pt showed no signs of withdrawal. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).